Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a box of cleo® 90 infusion sets failed to stick in the last six months from date of report. The mother observed that the site failed after 12-24 hours of use. It was noted that the patient's blood sugar increased during the incident. No permanent injury was reported.